Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that noise was observed via a merlin.net transmission. The device was explanted with no complications. The patient condition was stable.